Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure with a 14fr esheath+, commander delivery system, and 26mm sapien 3 ultra resilia valve, the delivery system balloon ruptured during valve deployment. An additional 1ml of volume had been added to the balloon prior to the inflation. The rupture occurred during balloon inflation. Blood was seen in the syringe, and the delivery system was withdrawn immediately. There was difficulty when pulling the device back into the sheath. While attempting to retract the balloon into the sheath, the distal end of the balloon umbrellaed into itself. The reporter also stated that the majority of the balloon was retracted into the sheath, and the delivery system and sheath were removed as a single unit. No vascular complication occurred. The hdpe of distal tip of the sheath was described as folded onto itself "just a small amount", which was thought to have occurred during the withdrawal of the delivery system. No patient injury or case complication was reported. The valve was fully deployed and implanted in the intended position, and the patient remained in stable condition after the procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: updated h3, additional code added to h6 component code, corrected h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned to edwards lifesciences for evaluation. The returned device was visually evaluated, and the following was observed: the balloon has both a radial and longitudinal burst with no balloon pieces missing. Inflation device returned with 23cc fluid inside. The esheath + distal tip slightly folded and wrinkled and the distal liner wrinkled and slightly bunched. Dimension testing was performed by measuring the inflation balloon single wall thickness along the edges of the burst location. All measurements taken of the balloon single wall thickness met specification. Due to the nature of the event, functional testing was unable to be performed. Imagery of the patient's anatomy was provided for review, and calcification in the landing zone was present. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The reported delivery system balloon burst was confirmed based on the evaluation of the returned devices. Available information suggests that patient factors (calcification) and procedural factors (over-inflation) likely contributed to the event. Provided imagery showed calcification in landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, deployment was performed using one extra cc. While the prescribed nominal inflation volume is provided in the IFU, over-inflation can expose the balloon to pressures high enough to cause it to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.